Manufacturer narrative:
The insulin pump was received with critical pump error alarm and a pump error alarm is found in the formatted history file due to corroded electronic assembly. Analysis was unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. No moisture damage was found on the keypad assembly however, moisture damage was found on the motor and the force sensor during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, missing serial number label, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery compartment was cracked. The customer's blood glucose was 9.6 mmol/l at the time of incident. The insulin pump was returned for analysis.